Event description:
On (B)(6) 2006, I underwent a right total hip arthroplasty. I received a depuy s-rom 16 x11, 36 +6, a 48 mm pinnacle cup, 36 +6 head assembly. Soon after surgery, I began experiencing severe pain and discomfort. On (B)(6) 2010, I underwent a revision right total hip arthroplasty. Since the implantation of the pinnacle device, I've experienced severe pain and difficulty with my right thigh and right hip area. I also feel extreme discomfort when walking, standing, or sitting for periods of time. Diagnosis or reason for use: post-traumatic arthritis, right hip.